Event description:
Hemocue ab received a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 system was reported getting low readings during pt testing. The reading results given by the customer were 15 and 19 mg/dl. No comparisons to other methods were made. Quality controls were within range. No pt impact was reported by customer.

Manufacturer narrative:
The low measurement reported by the customer was assessed to potential pose a safety risk if it were to reoccur. A recall class ii has been initiated and reported to the FDA, see 3003044483-07/08/2013-001-r. Investigation: investigation was performed on archived samples since no microcuvettes were returned by the customer. Review of batch documentation (DHR): nothing remarkable found. Three planned deviations, not related to the problem, were effective during the time of product of lot 1303786. Inspection of single packages: the single-packages from archive samples were inspected with regards to marks from the knife cutting the desiccant. All of the packages shown these marks. Analysis of microcuvettes with blood: microcuvettes were analyzed with whole blood. Some microcuvettes are measuring too low compared to reference cuvettes. Conclusion: the malfunction found is damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture. Actions taken: remedial action: the customer has been replaced with correct products and the affected lot has been withdrawn from the field (correction and removal 3003044483-07/08/2013-001-r). Correction: a design change was implemented in the product process consisting of a "mechanical resistance when cutting the desiccant in the single packaging process. Corrective and preventive actions are handled within the hemocue CAPA management process.